Event description:
The reporter stated the surgeon implanted a micl 13.7mm implantable collamer lens in the pt's right eye. This was the secondary of two lenses used on same pt, same eye during same procedure. The surgeon loaded the lens and as the surgeon was inserting the lens, he noticed the lens flipping. The lens was inserted upside down. The surgeon removed the lens from the eye. The incision was not enlarged to remove the lens and no suture was needed. There was no pt injury. The surgeon decided not to attempt to implant another lens. No other lens was implanted. See MFR# 2023826-2012-00658 for primary lens. Pt's last visit on (B)(6) 2012: bcva 20/15 and pressure was normal 18. Reporter added that the pt had failed to inform them that he was on flomax medication.

Manufacturer narrative:
(B)(4). Device code: other (lens flipped and inserted upside down). Evaluation codes: method - (other): lens work order search. Results - (other): visual inspection of the returned product found no visable to the lens. Lens was returned in liquid. A lens work order search was performed and two similar complaints were found within the same work order. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. #(B)(4).